Event description:
The customer stated that she was treated in the ER for high blood glucose. No blood glucose reading was reported. The customer had changed the infusion set one day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Troubleshooting also revealed that the customer was not priming the insulin pump correctly. Advised the customer that there are many reasons for high blood glucose levels and to speak with her doctor. Advised the customer that the insulin pump was functioning properly. Corrected the customer's priming technique.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.